Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, when the cartridge was loaded onto the pump, air bubbles were seen coming from the cartridge during fill tubing. The customer successfully changed the cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.